Manufacturer narrative:
Correction: b1, b2, h1, h6.

Event description:
It was reported the patient presented in the hospital for a routine generator change. Upon interrogation, it was observed the patient's right ventricular was sensing noise. A new lead was implanted, and the original lead was connected to the left ventricular lead for possible future use. The patient was in stable condition.